Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that they completed a spin and the system was unable to open. They could not use the pendant buttons to open and needed to resolve the issue by using the yellow button and the pendant. They then completed a lift and shift when the transport brake button had illuminated but the system would not drive after pressing. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system,performed system checkout and noticed that when door was closed the tube and detector were not rotating to the proper position for ready so checked the gantry and it was not aligned correctly as the pin would not go in the hole. Tried opening the door and it took about 10 seconds to start opening. Set the gantry to the proper position with lignup pin and invalidated home and re-homed the system. Everything was working properly now. System returned to service. Codes:b01,c04,d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:bi71000443,: in section h, fdr code is updated to c07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.